Event description:
It was reported that following a vaginal hysterectomy the product was used as vaginal packing. Fifteen minutes post insertion, the patient experienced redness, hives and itching over the entire body. The patient received benedryl and the packing was removed.